Event description:
The user was reporting severe pain over the implant site and shock like sensations. The user fully developed speech and was benefiting perfectly from her cl until the (B)(6) 2022, when she started to report the issue. The device has been explanted.

Manufacturer narrative:
The device has been explanted and has been returned to med-el hq where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Manufacturer narrative:
Conclusions: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field, the device was explanted due to severe shocking pain around the device which started 13 years post implantation surgery. No specific medical condition has been reported that could explain the severe pain. Reportedly, the pain is no longer present with the new device and a new audio processor. However, reportedly, the tinnitus is still present after re-implantation. This is a final report.

Event description:
The user was reporting severe pain over the implant site and shock-like sensations. The user has been explanted (B)(6) 2022 and re-implanted with a new device at a later date on (B)(6) 2022.